Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 19th february 2018. Upon receipt, the device would not power on and no status led would illuminate, confirming the reported fault. This was attributed to moisture within the device, which was observed on the microprocessor (u25) and other critical components. Corrosion was also observed on the led drive circuitry, which was a further consequence of the moisture ingress. Information from the technical log showed the device had performed successful daily self-tests from the date of installation up to the (B)(6) 2018, which indicates the device had failed after this date. However, the corrosion on the pcba would indicate the device had been in the presence of moisture for a prolonged period of time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
Device had no status led and won't turn on. There was no patient invovlved in this event.